Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The connector on the lcd keypad was not found unlocked during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button is hard to press and unresponsive. Customer was attempting to bolus and then noticed the act button had an intermittent response. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.